Manufacturer narrative:
Device evaluation: no product returned for device analysis; a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that patient in for daily a device refill. The device indicated that the remaining reservoir volume was 8 cc. The writer measured the remaining volume as 110 cc. The starting volume of the treatment was 548 cc. The total volume given in 24 hours was 540 cc. No incidents were noted on the alarm report. Essentially pump states proper dosing was given however too much left in bag. The dose rate was 87 ml/hr, meaning the patient missed the equivalent of one full dose plus some.